Event description:
The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, power connector was burnt, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.